Event description:
It was reported that during following the implant of this implantable cardioverter defibrillator (ICD) system, there was oversensing of noise observed. The pocket was then reopened and the lead was removed from the device header. The terminal pin of the lead was then cleaned and reconnected to the device header. Appropriate sensing was then obtained. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that during following the implant of this implantable cardioverter defibrillator (ICD) system, there was oversensing of noise observed. The pocket was then reopened and the lead was removed from the device header. The terminal pin of the lead was then cleaned and reconnected to the device header. Appropriate sensing was then obtained. This system remains in service. No adverse patient effects were reported.